Manufacturer narrative:
The device was evaluated and the complaint could not be duplicated. Maintenance was performed to the most recent revision and the product was returned.

Event description:
At the beginning of an rf procedure, the device gave an error message. Troubleshooting efforts were unsuccessful and back up equipment was not available. It was decided to cancel the procedure. No adverse consequences were reported as a result.